Event description:
The pt had a lap band port placed surgically sixteen months ago. It appears that the port was not holding pressure. As a result of the dysfunctional port, the surgeon replaced the lap band port last month. During the explant, the surgeon noted in the operative report "there were some needle holes in the surface clearly identified that may have been the source of the leak". The pt had an uneventful post-op course without complications and was discharged home.